Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable event of air/water channel with foreign material was confirmed. Based on the results of the investigation, the type of material and root cause could not be identified. It was confirmed that the section of the device where the foreign material remained had no deformation. It was unknown whether there was deviation from the instruction for use (IFU) in reprocessing steps for the location where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii gastrointestinal videoscope exhibited white foreign material. There were no reports of patient involvement.